Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up multiple episodes of svt treated at vf were noted. The patient received multiple inappropriate shocks. Programming changes were discussed. The patient was in good condition. No further information is available at this moment.